Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the lens. Visual inspection found the haptic torn with clear residue on the lens surface. (B)(4).